Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18389626/18363294/20808266, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads were broken or bent. Xrays were taken and physician believed that the leads were broken. It was also reported that the patient was experiencing inadequate stimulation.